Event description:
Caller states the patient tested 3.0 inr on the coaguchek xs system and 2.3 inr on a comparison lab. Caller states that the doctor changed the coumadin dose based on the lab result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Absent the lot number, manufacture date cannot be determined.